Event description:
The physician carried out a right heart study on a pt who had an existing mechanical heart valve. The physician wanted to get a pressure gradient across the heart valve so he used a pressure wire, and while crossing the valve the pt went into cardiac arrest. It was reported that the wire was caught in the valve. The physician/cardiac arrest team commenced CPR and after some time managed to retrieve the pressure wire. The pt was placed into ccu and was under critical care management ((B)(6)). On (B)(6), information was received that the pt had passed away on (B)(6), following an hour and 25 minutes of CPR. The pressure wire was not retrieved.

Manufacturer narrative:
As the product was not returned, a definitive root cause could not be identified. There is no evidence of device malfunction or any deficiency with the instructions for use requiring corrective action. The instructions for use reference under the heading of warnings: "avoid using pressurewire in the ventricles if the pt has a prosthetic mechanical valve. Pressurewire may become trapped and disrupt the function of the valve, leading to serious injury or death." The manufacturer will continue to closely monitor the performance of this product for any significant trends. The manufacturer has reviewed the design history record and confirmed that this batch met manufacturing requirements prior to shipment.